Event description:
Information received by medtronic indicated that the insulin pump was overheating. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Patient returned pump for an alleged device heating up observed on (B)(6) 2022. Insulin pump received with blank display. Unable to perform the active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test, and displacement accuracy test due to blank display. Unable to download history files and traces using thump due to blank display. Unable to test the device heating up due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronic stack & force sensor & motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, pillowing keypad overlay, cracked case (battery tube), corroded battery tube, corroded home switch. Blank display was confirmed during analysis due to moisture damage on the electronic stack and force sensor. Unable to confirm device heating up due to blank display. Unable to download history files and traces. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.